Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument, and found dried serum and bent tooth on tip clamp in the reported problem area of the pipette assembly. Tip clamp in position 5 was replaced. Fse also found tip eject pin stuck in position on plunger clamp and replaced the pin. The instrument was cleaned, tested without further problem, and was returned to expected operation.